Event description:
Healthcare professional reported left side rupture, inflammation/irritation, capsular contracture baker grade unknown, deformation, cyst not related to device and nodule not related to device and "collection of silicone is visible due to a probable rupture" via ultrasound. Device has been explanted.

Manufacturer narrative:
Cont. H.6. Health effect-f1903-device explantation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Irritation/inflammation: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.